Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting they have received 11 faint false positive sars results out of 14 boxes of tests over 8 days of testing. Customer states they were negative by naat/pcr tests. Report 10 of 11.